Manufacturer narrative:
(B)(6) 2021 update: the reporter informed the company that the product has been discarded.

Event description:
Consumer called stating a brush head broke. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating a brush head broke. No injury was reported.